Event description:
It was reported via repair work order that the latch spindle had a cracked weld. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the pump pedal weldment was broken, which would prevent the jacks from being pumped up. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was originally reported that the latch spindle had a cracked weld. Upon completion of the investigation it was discovered that the pump pedal weldment was broken, which would prevent the jacks from being pumped up. The side rail and latch did not have any damage and were functioning to specification.